Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
On (B)(6) 2024 an angiogram was performed to investigate the cause of the dampening and an occlusion was identified. The location and type of occlusion were not confirmed. The patient was not symptomatic and did not receive any treatment for the occlusion.